Manufacturer narrative:
Sections with additional information as of 23-nov-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on 10-oct-2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated they are comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for error message (e-5). Customer stated that the e-5 error had been obtained post meal. The customer was not using the proper testing technique. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using true metrix meter. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/19/2024 and open vial date is (B)(6) 2022. The meter memory was not reviewed for previous test result history.